Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on april 15, 2025, (left): updated product code from 3549336 to 3549225, added lot: 9758513. Updated date of removal from (B)(6) 2025 . Patient identifier was updated. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: insufficient information. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent unspecified breast surgery with a mentor cpx4 with suture tabs, tall height, 144cc saline prosthesis experienced an unresolved postoperative issue due to insufficient information regarding the specific side affected. This event was classified as a post-operative occurrence and subsequently coded for device removal. Further clarification is pending regarding the reason for the removal and any potential adverse events associated with this case.

Manufacturer narrative:
Per additional information received on march 04, 2025 the issue with the expander was left sided deflation, procedure was device reconstruction revision. Date of removal was on (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on august 07, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. During visual analysis of the returned device, findings revealed a tear between the union of the shell and bladder on the anterior view at 12 o'clock position. Microscopic examination was performed on the tear between the union of the shell and bladder, and the cause of the tear could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. According to the manufacturing investigation, the collected process controls and data records for the deflated tissue expander meet specifications. The tear mentioned in product complaint cannot be conclusively confirmed as a manufacturing defect. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the silicone shell of the tissue expander may easily be cut by a scalpel or ruptured by excessive stress, manipulation with blunt instruments, or penetration by a needle. Subsequent deflation and/or rupture could result. All devices should be carefully inspected for structural integrity prior to and during implantation. In addition, the patient should be advised that vigorous body movement (e.g., physical exercise) or excessive manipulation or trauma in the expander region may cause stress to the device and result in subsequent deflation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).